Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two resolute onyx drug-eluting stents were implanted in the lad. At an earlier date a resolute onyx drug-eluting stent was implanted in the lcx. Approximately 8 months post initial stent implant and 3 months post index procedure, suspected gastrointestinal bleeding due to dapt was reported. Gastroscopy showed no sign of bleeding activity. Patient received medication. Cec adjudicated the event a barc type 2 bleeding complication. Patient was on dapt 24 hours prior to event. Investigator assessed event is not related to device but possibly related to antiplatelet medications.